Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported there was a translucent foreign object inside the catheter which prevented it from flushing. The device was not used and replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported there was a translucent foreign object inside the catheter which prevented it from flushing. The device was not used and replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.